Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, recently restarting the ilet after a period without use and while the dexcom g7 sensor was in warmup, experienced hyperglycemia with a peak glucose of 271 mg/dl over approximately three days while using a 23 in, 6 mm infusion set, and received troubleshooting and education including instruction to enter weight upon cgm warmup completion. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device alarms, no reproducible malfunction, and an unclear cause. It was concluded that the event was non-serious with cause unclear and that the device operated as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.